Event description:
The customer wa hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, bolus history, and insulin concentration were correct. Inaddition, a fixed prime test was complete and the insulin exited. Instructed customer to call to perform the high-pressure test.